Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoid. According to the reporter: staples did not deploy but the device cut the tissue. Further suturing was done to control the bleeding. Further suturing was done to control the bleeding. There was no reinforcement material used. The patient underwent extended hospital stay. The operating time was extended by more than 30 minutes. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding of over 500cc.

Manufacturer narrative:
(B)(4).